Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not needed to be dispatched to the customer site to further investigate the reported event. The site reseated the scope and the problem was solved. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 0-degree endoscope plus.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that the image from the endoscope was flipped. The tse advised the user to push the clutch button on the universal surgical manipulator (usm)2 to cancel the guide tool change. The user followed the tse's instructions and reseated the endoscope, which resolved the issue. The procedure was continued using the same endoscope without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to push the instrument clutch button on the arm2 to cancel the guided tool change. The customer reseated the endoscope, the issue was solved and the procedure was restarted. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer reseated the endoscope, the issue was solved, and the procedure was restarted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vision issue did not result in patient injury.